Manufacturer narrative:
(B)(4. Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the insertedprosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generatehigher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown tobe associated with worse hemodynamic function, less regression of left ventricular hypertrophy, morecardiac events, and lower survival. A definitive root cause cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted three years, 11 months, underwent valve-in-valve procedure due to patient prosthesis mismatch. A 23mm transcatheter valve was implanted inside the failing 21mm valve. Patient was doing well and was transferred to the intensive care unit in stable condition.